Manufacturer narrative:
A ge rep evaluated the system and found the customer's electrical power system was not providing the necessary current to the system. The customer will investigate and make needed repairs or adjustments to their electrical power supply. There was no accidental radiation occurrence. The communication error displayed by the system would terminate the emission of x-rays following completion of the ordered x-rays. The alarm tone was caused by the loss of communication. The system operates as intended.

Event description:
The customer reported the system displayed a communication error and the x-ray tone continues after fluoro. No pt injury was reported.